Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
About 10 years before, tha surgery was done with trident psl cup, ssf stem, v40 head and liner. At (B)(6) 2019, the trident 0° insert trial and polyethylene remover were broken during revision surgery due to loosening . All broken pieces were removed from patient body and all devices were revised non stryker devices. Devices broken during surgery were reported under separate filing.